Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed.

Event description:
It was reported that paxgene® blood rna tubes were collapsed. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.